Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the image on the endoscope was blurry. The product was changed out. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).